Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion prime/compromised force sensor system and excessive no delivery tests. Device had cracked battery tube threads, reservoir tube lip and scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the device was under-delivering insulin. Customer had changed the infusion set 3 times. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose at time of call was 126 mg/dl. Customer had tried all remedies. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.